Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 439 mg/dl and 208 mg/dl on the advantage system. Reporter noted that, at the time the results were obtained, pt was not experiencing symptoms of hyperglycemia. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Reporter did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.